Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a post operative laparoscopic low anterior resection, the stapler fired fine however, it was noted that there was bleeding on the lower anastomosis. Patient was brought back to the operating room the next day and surgical time was extended by 30 minutes due to the issue.